Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure the physician found it difficult to advance the wire through the catheter. . The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.